Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradation was noted at 4.5 cm and 4.7 cm from the connector pin. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.